Manufacturer narrative:
Internal complaint reference: (B)(4). Cushnie, d. W., lanting, b. A., mccalden, r., naudie, d. D., & howard, j. L. (2021). Midterm outcomes of total hip arthroplasty with a modular birmingham head. Hip international, 31(1), 103-108. Doi: doi.org/10.1177/1120700019877389.

Event description:
It was reported that, on literature review "midterm outcomes of total hip arthroplasty with a modular birmingham head", a total of 3 patients who initially underwent primary implantation with either a bhr-tha or an r3-tha prosthesis construct required a revision surgery due to bacterial postoperative infections. From these, one was revised due to an autoimmune condition, another experienced multiple medical comorbidities, and the third patient was a recreational intravenous substances user. All cultures were positive for staphylococcus aureus. Additional details on the clinical outcome of each patient are unknown at this time. No further information is available in regards of the identity of the explanted devices during the revision surgery.

Manufacturer narrative:
H3, h6: the devices were not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should additional medical information be provided this complaint will be re-assessed. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. The contribution of the devices to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.